Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The reporter/layperson initially called customer service alleging her son's, the patient/layperson's, one touch ultramini meter results were inaccurately high. Reportedly, he had based insulin on the results and later received treatment from emt. The cca replaced the product. This senior medical affairs specialist spoke with the report/layperson on june 11, 2008, and with the patient/layperson on june 12. All results are in the correct unit of measure, mg/dl. The patient, whose work-day begins at 4:00 a.m. At a major department store unloading heavy objects and boxes from trucks and stocking shelves, had eaten normally on two days prior to original date. He injected an unrecalled, less than usual, amount of humalog insulin when he took a nap at 11:00pm. At 2:30 a.m. On the next day, he reportedly awoke due to a stomach ache. He allegedly knew his blood glucose was elevated and also had ketones before he tested, obtaining 405. The patient reportedly did not doubt the result at that time. The patient believes he injected 20-30 units humalog which "is not extreme [amount] and a little less than usual". Although his stomach still hurt, the patient went back to bed. Around 3:30 a.m. He awoke again, reportedly still feeling bad. After testing and obtaining "hi" (blood glucose greater than 600), he again gave himself 20-30 units humalog and began dressing for work. "My brain started working [finally] so I checked gain, 318 and 340. The patient then reported doubting the earlier hi and didn't test again before or after he was at work. He reportedly did not eat because of the previous elevated results. After arriving at work and during the next two hours, the patient reportedly drank two 24 oz bottles of coke because he felt his "blood glucose dropping". At 7 or 7:30 a.m, he was found leaning against the coke machine in the break room, "passed out and shaking with possible seizures." Emt was called and obtained 27 on emt meter. He was reportedly given IV glucose by the emt. The patient's regime is "insulin as needed whenever it's high or when I'm eating." As the patient treated with insulin based on the alleged inaccurately elevated result, due to the reported issue, and later received glucose due to low blood glucose, the complaint is captured as an adverse event.